Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the electrophysiology lab for an afib ablation. At pre-procedure check, the lv threshold normal. During the procedure, the patient was cardioverted twice. After the procedure concluded, the thresholds were checked again, and lv threshold had risen. The patient's device output was reprogrammed.